Manufacturer narrative:
The reported event of the right ventricular setscrew could not be untightened so that the lead could be removed from the header was confirmed. Analysis revealed the user stripped the setscrew inset with the torque wrench while trying to untighten the setscrew. The setscrew was completely stripped such that the wrench could not engage the setscrew to untighten it. Lab testing revealed the setscrew untightened with normal force with special tools used to engage the stripped inset. No anomalies were found with the setscrew to cause the user to strip it. This problem was caused by the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure, the rv lead was unable to be removed from the device header. Furthermore, the atrial lead was also noted to be dislodged. The device, rv, and atrial lead were all explanted and replaced to resolve the event. The patient was stable. Related manufacturer reference numbers: 2017865-2021-36979, 2017865-2021-36978.